Manufacturer narrative:
(B)(4). Information regarding patient identifier and date of birth were not provided. [Conclusion]: it was reported via the (B)(4) study that the (B)(6) year-old female patient with a history of coronary artery disease (cad), congestive heart failure (chf), hypertension, a previous smoker, and hyperlipidaemia presented with a unwitnessed non-wake stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0 and a modified rankin score (mrs) of 2 had expired on (B)(6) 2019, due to the progression of index stroke that was considered by the investigator as possibly related to the 5 x 33mm embotrap ii revascularization device (et009533/18k058av) study device and study procedure. The patient was initially treated with intravenous tissue plasminogen activator (tpa) and subsequently underwent the mechanical thrombectomy procedure using the embotrap ii device. Cardioembolic was the suspected origin of the embolism. The first pass with the embotrap device at the left m2 segment of the middle cerebral artery (7-minute incubation) resulted in an mtici score of 2b with a partial clot retrieval via the embotrap device. The pass with the embotrap device was made with an 8f balloon-guided catheter via a microcatheter with an inner diameter of 0.021 inch. Manual aspiration was used. Three subsequent passes were made with a 3 x 20mm trevo® stent retriever (stryker) due to the persistent clot; however, no further clot could be retrieved. The procedure was complicated by a severe micro-perforation of the superior m2 segment which required the used of glue embolization to treat the injured vessel. The event reportedly resolved with sequelae. The investigator felt that the micro-perforation of the m2 vessel was unrelated to the study device but was probably related to the study procedure. The final mtici score was 2b. The nih stroke scale (nihss) score was 23 at 24-hour post-procedure. The patient was discharged to home with hospice care on (B)(6) 2019 and subsequently expired on the same day. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18k058av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the products were not returned. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Stroke and death are known potential complications associated with the use of the embotrap device and are listed in the instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined based on the minimal information available for review; however, patient, procedural, and/or pharmacological factors may have contributed to the worsening of the presenting stroke and consequent death. The patient presented with an unwitnessed non-wake up stroke with mrs score of 2 and nihss of 24, and it is possible that the event was an expected evolution of the patient¿s underlying disease. There is no evidence to suggest a malfunction of the device. Since the progression of the index stroke resulted in death and was deemed by the investigator as possibly related to the study device, the event meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported via the (B)(4) study that the (B)(6) year-old female patient with a history of coronary artery disease (cad), congestive heart failure (chf), hypertension, a previous smoker, and hyperlipidaemia presented with a unwitnessed non-wake stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0 and a modified rankin score (mrs) of 2 had expired on (B)(6) 2019, due to the progression of index stroke that was considered by the investigator as possibly related to the 5 x 33mm embotrap ii revascularization device (et009533/18k058av) study device and study procedure. The patient was initially treated with intravenous tissue plasminogen activator (tpa) and subsequently underwent the mechanical thrombectomy procedure using the embotrap ii device. Cardioembolic was the suspected origin of the embolism. The first pass with the embotrap device at the left m2 segment of the middle cerebral artery (7-minute incubation) resulted in an mtici score of 2b with a partial clot retrieval via the embotrap device. The pass with the embotrap device was made with an 8f balloon-guided catheter via a microcatheter with an inner diameter of 0.021 inch. Manual aspiration was used. Three subsequent passes were made with a 3 x 20mm trevo® stent retriever (stryker) due to the persistent clot; however, no further clot could be retrieved. The procedure was complicated by a severe micro-perforation of the superior m2 segment which required the used of glue embolization to treat the injured vessel. The event reportedly resolved with sequelae. The investigator felt that the micro-perforation of the m2 vessel was unrelated to the study device but was probably related to the study procedure. The final mtici score was 2b. The nih stroke scale (nihss) score was 23 at 24-hour post-procedure. The patient was discharged to home with hospice care on (B)(6) 2019 and subsequently expired on the same day.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the common device name from ¿embotrap ii¿ to ¿catheter, thrombus retriever.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.